Event description:
The customer alleged that their pump "stopped working". There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting therefore no further information regarding the outcome of the event was provided.